Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and was found to be dislodged. The lead was explanted and replaced following an unsuccessful attempt at repositioning as it returned unstable thresholds. No patient complications have been reported as a result of this event.